Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming and displayed "stopped" and "no disposable" alarms. Per reporter the residual volume was 7.4 ml, rate 2.2 ml and given 93.65 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.